Event description:
(B)(4). Hair loss, weight out of control, serious pain in pelvis, periods horrible bleeding, clots, cramps, mood swings, tired all the time, body aches all over. I don't feel like myself anymore and so far I haven't got pregnant because I got this stupid device for a reason and it surely wasn't for the hell it puts u threw.